Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle sterility was compromised. The following information was provided by the initial reporter: clinicians are reported that many patients are experiencing fever post op period. Team is currently evaluating possible sources and all the medical consumable items like syringes, IV sets etc are getting evaluated. Clinicians are doubting that bd blister pack is not air-tight and could be one of the possible source for such incidences. Since bd blister pack syringes (discardit & ll) are collapsible while compressing the syringe packet.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of package seal integrity poor / questionable was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was no issue with the seal integrity. The sample was tested for leakage to test the seal of the sample and no issues were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle sterility was compromised. The following information was provided by the initial reporter: clinicians are reported that many patients are experiencing fever post op period. Team is currently evaluating possible sources and all the medical consumable items like syringes, IV sets etc are getting evaluated. Clinicians are doubting that bd blister pack is not air-tight and could be one of the possible source for such incidences. Since bd blister pack syringes (discardit & ll) are collapsible while compressing the syringe packet.